Event description:
This device was returned without oos documentation. The following physician's office referred us to the hosp. The community hosp o.r has no record of the device removal. The date of explant is unknown.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for approximately 6 month and 1559 charging cycles were recorded to the device memory. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There were no indications of a device malfunction. The memory content of the device was inspected. The analysis of the available iegm's showed, that the large number of charging cycles was caused by to the detection of noise after the device was supposed to be explanted. By design, the anti-tachycardia therapy function is disabled in the eos mode. Therefore, it is reasonable to assume, that the anti-tachycardia therapy function was not deactivated after the explantation and in the following, the performance of these charging cycles drained the battery, resulting in the battery status eos. In summary, the device status eos resulted from excessive charging due to the detection of noise after the explantation. However, it proved to be fully functional during analysis. Taking the large number of charging cycles into account, the battery status was anticipated. There was no indication of a material or manufacturing problem.